Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 13:28:32. During night drain cycle one, the patient's ultrafiltration reading was 366ml, indicating the home patient (hp) drained 366ml more than their maximum programmed fill volume of 100ml. No further information was available.